Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device via a 6f sheath hole after a peripheral artery disease interventional procedure. Reportedly, the foot would not close and the device could not be removed. The lever/ foot was eventually closed, however, the device remained stuck. The patient was sent to a hospital for removal by a surgeon; however, the surgeon was able to simply withdraw the device without any surgical intervention. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.